Manufacturer narrative:
The customer¿s report of a check IV set error message was confirmed. Physical inspection of the device showed no anomalies. A review of the device error log showed seven occurrences of error code 240.4150.0 between the (B)(6) 2018 and (B)(6) 2018. Analysis of the device event log showed each error as a ¿channel malfunction¿. Error code 240.4150.0 is related to a sensor broken high failure. The pump module demonstrated the error immediately when attached to a test pcu. Testing indicated the bottle side pressure sensor was out of specification. The root cause of the event was determined to be a faulty bottle side pressure sensor.

Event description:
The customer reported that the device is not infusing consistently and the lvp shows error check-IV-set. The customer believes that the upper sensor is defective after checking the analog sensor in asm. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a check IV set error message was confirmed. Physical inspection of the device showed no anomalies. A review of the device error log showed seven occurrences of error code 240.4150.0 between the (B)(6) 2018 and (B)(6) 2018. Analysis of the device event log showed each error as a ¿channel malfunction¿. Error code 240.4150.0 is related to a sensor broken high failure.

Event description:
The customer reported that the device is not infusing consistently and the lvp shows error check-IV-set. The customer believes that the upper sensor is defective after checking the analog sensor in asm. There was no patient harm.